Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed kinks in the sheath assembly. Microscope inspection revealed no damage on the distal tip, or the guidewire exit port assembly. Functional inspection of the telescope assembly showed that it could properly pull back, advance, and retract. A test guidewire was inserted, and no resistance was noted when tracking the guidewire into the catheter. The media returned by the customer was inspected and showed a poor-quality image (distorted). Based on the evidence, the as reported code of image poor is confirmed. However, the media does not provide sufficient evidence to identify a device defect that could have contributed to the reported complaint. The as reported code of catheter resistance/friction is also confirmed. The kinks found in the sheath could contribute to device malfunction during the procedure.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the left anterior descending artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, imaging issues were encountered, and when withdrawing the ivus catheter, it became stuck and could not be pulled out. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the left anterior descending artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, imaging issues were encountered, and when withdrawing the ivus catheter, it became stuck and could not be pulled out. The procedure was completed with another of the same device. There were no patient complications reported.